Manufacturer narrative:
The event site name in is shortened due to field character limit. The full name is (B)(6) hospital author. A getinge field service tech evaluated the unit and was able to verify the issue. To fix the issue the fst replaced the front end board and completed software compatibility. The unit functioned properly. The fst than ran the unit for 30 minutes with no issue. Calibration, safety, and functionality checks passed to factory specifications. The unit was returned to the customer upon completion and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an external monitoring check malfunction. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.